Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/my right side coil had perforated'), pelvic infection ('pelvic infection'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)\heavy menstrual bleeding') in a 27-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastro-intestinal disorder nos. Concurrent conditions included nausea, diarrhea, vomiting, hypertension and hypokalemia. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as alprazolam (xanax), budesonide (entocort), certolizumab pegol (cimzia), colesevelam hydrochloride (welchol), lisinopril since 2007 and ustekinumab (stelara) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and dry skin ("dry skin"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced crohn's disease ("crohn's disease/ I was diagnosed with crohn's"). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vaginal"), abdominal pain upper ("pain: stomach/no longer have bad stomach pain"), abdominal adhesions ("abdominal pelvic adhesions"), pelvic adhesions ("abdominal pelvic adhesions"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), scar ("I also have a lot of scar tissue/clean outc all of my scar tissue"), pain ("now I just have body aches for the most part"), anxiety ("caused me a lot of anxiety"), headache ("had headaches"), nephrolithiasis ("I had kidney stones a year ago"), emotional disorder ("I'm very emotional and nervous roght now"), nervousness ("I'm very emotional and nervous roght now") and dizziness ("I also get dizzy at time") and was found to have weight increased ("I've gained about 20 lbs since I've been on it"). The patient was treated with surgery (ablation ((B)(6) 2016), hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, surgery: excision of keloid.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, vaginal haemorrhage, menorrhagia, crohn's disease, urinary tract infection, female sexual dysfunction, dry skin, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal adhesions, pelvic adhesions, bladder disorder, cystitis, pain, weight increased, anxiety, headache, emotional disorder, nervousness and dizziness outcome was unknown, the alopecia, vulvovaginal pain and abdominal pain upper was resolving and the scar had resolved. The reporter considered abdominal adhesions, abdominal pain upper, alopecia, anxiety, bladder disorder, crohn's disease, cystitis, dizziness, dry skin, dysmenorrhoea, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nephrolithiasis, nervousness, pain, pelvic adhesions, pelvic infection, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. She received treatment for: fallopian tube perforation, bladder problems, bladder infection and vaginal discharge. Discrepancy noted as essure insertion date: previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: crohn's disease, abdominal keloid scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: fu 7and 6 processed together. Social media received: new events were added: now I just have body aches for the most part, caused me a lot of anxiety, I've gained about 20 lbs since I've been on it, had headaches, I had kidney stones a year ago, I'm very emotional and nervous roght now, I also get dizzy at time. Event outcome and concomitant drugs were added. Reporter information were updated. On 9-mar-2020: fu 7and 6 processed together. Quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)'), pelvic infection ('pelvic infection') and crohn's disease ('crohn's disease') in a (B)(6) female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastro-intestinal disorder nos. Concurrent conditions included nausea, diarrhea, vomiting, hypertension and hypokalemia. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as alprazolam (xanax), budesonide (entocort), colesevelam hydrochloride (welchol), lisinopril since 2007 and ustekinumab (stelara) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and dry skin ("dry skin"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). In october 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vaginal"), abdominal pain upper ("pain: stomach"), abdominal adhesions ("abdominal pelvic adhesions") and pelvic adhesions ("abdominal pelvic adhesions"). The patient was treated with surgery (ablation ((B)(6) 2016) and hysterectomy with bilateral salpingectomy, surgery: excision of keloid.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, pelvic infection, crohn's disease, urinary tract infection, female sexual dysfunction, dry skin, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal adhesions and pelvic adhesions outcome was unknown and the alopecia, vulvovaginal pain and abdominal pain upper was resolving. The reporter considered abdominal adhesions, abdominal pain upper, alopecia, crohn's disease, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic adhesions, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Computerised tomogram abdomen - on (B)(6) 2013: impression: minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. No evidence of bowel obstruction. No evidence of abscess. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Computerised tomogram pelvis - on (B)(6) 2013: impression: minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. No evidence of bowel obstruction. No evidence of abscess. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: cohn's disease, abdominal keloid scar. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Processed with follow up no. 03. Case becomes an incident. Lot number was added. Injury event was removed. New event added: perforation (fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, uti, apareunia, pelvic infection, dry skin, migraines / headaches, dysmenorrhea (cramping), vaginal pain, stomach pain, vaginal discharge, fatigue, cohn's disease, hair loss, abdominal adhesions , pelvic adhesions. Outcome of the events vaginal pain, stomach pain, hair loss were updated to recovering/resolving. Concomitant drugs, concomitant conditions, lab data and reporters, removal date were added. On (B)(6)2019: pfs received. Processed with follow up no. 02. No new significant information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), pelvic infection ('pelvic infection'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)\heavy menstrual bleeding') and crohn's disease ('crohn's disease') in a 27-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastro-intestinal disorder nos. Concurrent conditions included nausea, diarrhea, vomiting, hypertension and hypokalemia. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as alprazolam (xanax), budesonide (entocort), colesevelam hydrochloride (welchol), lisinopril since 2007 and ustekinumab (stelara) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and dry skin ("dry skin"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced crohn's disease (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vaginal"), abdominal pain upper ("pain: stomach"), abdominal adhesions ("abdominal pelvic adhesions"), pelvic adhesions ("abdominal pelvic adhesions"), bladder disorder ("bladder problems") and cystitis ("bladder infection"). The patient was treated with surgery (ablation ((B)(6) 2016), hysterectomy with bilateral salpingectomy, surgery: excision of keloid.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, vaginal haemorrhage, menorrhagia, crohn's disease, urinary tract infection, female sexual dysfunction, dry skin, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal adhesions, pelvic adhesions, bladder disorder and cystitis outcome was unknown and the alopecia, vulvovaginal pain and abdominal pain upper was resolving. The reporter considered abdominal adhesions, abdominal pain upper, alopecia, bladder disorder, crohn's disease, cystitis, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic adhesions, pelvic infection, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. She received treatment for: fallopian tube perforation, bladder problems, bladder infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: crohn's disease, abdominal keloid scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events added: bladder problems and bladder infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/my right side coil had perforated'), pelvic infection ('pelvic infection'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)\heavy menstrual bleeding') in a 27-year-old female patient who had essure (batch no. A34125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastro-intestinal disorder nos. Concurrent conditions included nausea, diarrhea, vomiting, hypertension and hypokalemia. Concomitant products included medroxyprogesterone acetate (depoprovera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as alprazolam (xanax), budesonide (entocort), colesevelam hydrochloride (welchol), lisinopril since 2007 and ustekinumab (stelara) since (B)(6) 2014. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced urinary tract infection ("uti") and dry skin ("dry skin"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced crohn's disease ("crohn's disease"). In (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vulvovaginal pain ("pain: vaginal"), abdominal pain upper ("pain: stomach"), abdominal adhesions ("abdominal pelvic adhesions"), pelvic adhesions ("abdominal pelvic adhesions"), bladder disorder ("bladder problems"), cystitis ("bladder infection") and scar ("I also have a lot of scar tissue"). The patient was treated with surgery (ablation ((B)(6) 2016), hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, surgery: excision of keloid.). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic infection, vaginal haemorrhage, menorrhagia, crohn's disease, urinary tract infection, female sexual dysfunction, dry skin, migraine, dysmenorrhoea, vaginal discharge, fatigue, abdominal adhesions, pelvic adhesions, bladder disorder, cystitis and scar outcome was unknown and the alopecia, vulvovaginal pain and abdominal pain upper was resolving. The reporter considered abdominal adhesions, abdominal pain upper, alopecia, bladder disorder, crohn's disease, cystitis, dry skin, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, pelvic adhesions, pelvic infection, scar, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2012. She received treatment for: fallopian tube perforation, bladder problems, bladder infection and vaginal discharge. Discrepancy noted as essure insertion date: previously reported as (B)(6) 2012 now it is reported (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation. Or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Minimal thickening of the small bowel in the right upper quadrant possibly due to acute inflammation. Or possibly scarring. 2. No evidence of bowel obstruction. 3. No evidence of abscess. 4. The right kidney appears smaller than the left kidney possibly due to mild atrophy. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the events injury was reported in this case were described in medical records: crohn's disease, abdominal keloid scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received. New event - I also have a lot of scar tissue was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.